Manufacturer narrative:
A steris account manager offered in-service training on the proper use and maintenance of the 4085 surgical table; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table and was not able to duplicate the reported event. Upon further inspection, the technician found several issues with the table such as a damaged shroud, weak batteries, and rusted components within the table. The technician replaced the necessary parts, ran several test cycles and confirmed the table to operating according to specification. The table was returned to service. The root cause of the reported event can be attributed to improper maintenance. The 4085 surgical table was installed in september 2010 making the unit approximately 9 years old. The surgical table is not under steris service agreement for maintenance activities. The 4085 surgical table's operator manual (pg 5-1) states: "warning - personal injury and/or equipment damage hazard: maintenance performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance." A steris account manager will offer in-service training on the proper use and maintenance of the 4085 surgical table specifically. No additional issues have been reported.

Event description:
The user facility reported they felt their 4085 surgical table become unstable as they were attempting to level the table during a patient procedure. No report of injury. The procedure was completed successfully.